Manufacturer narrative:
A supplemental report is being submitted for correction and to include additional information from the investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was received for evaluation. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for central regurgitation that resulted in hospitalization has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. There was no indication that a manufacturing non-conformance would have contributed to the complaint event. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Central regurgitation which develops progressively over time can be due to several issues including patient-related factors, structural valve deterioration (e.g. Calcification, leaflet thickening), and/or nonstructural dysfunction (fibrosis, pannus formation, endocarditis). In this case, the patient had developed endocarditis after approximately five (5) years, which was resolved with prescribed medication. Endocarditis is characterized by vegetations that are attached to the leaflets and surrounding tissues. These vegetations overtime can lead to degradation. Therefore, endocarditis could affect the leaflets functionality/coaptation, resulting in central regurgitation. Due to limited information, a definitive root cause was unable to be determined at this time; however, the available information suggests that patient factors (endocarditis) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by our edwards lifesciences affiliate in spain, approximately six (6) years after the transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 valve, the patient was hospitalized with symptoms of dyspnea due to severe central aortic regurgitation. Approximately a year prior, the patient had developed endocarditis which was resolved after medication. It was reported that the patient was not considered suitable for surgical intervention. A re-intervention is currently being evaluated. No additional information was provided.

Manufacturer narrative:
The investigation is ongoing.